Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported a single incident of a kinked infusion set cannula which led to high blood glucose. The customer addressed high bg by correction bolus via pump. Also given an injection. The customer noticed symptoms within 3 or more hours of insertion. The infusion set had been in use for 12 hours. The site inserted was abdomen. The customer regularly rotated site location. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.